Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to seal could not be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the chronic totally occluded (cto), very distal right coronary artery (rca). After implantation of the graftmaster, persistent staining was noted, so a 3.0 x 15 non-compliant balloon was taken to the perforation and inflated to 18 atmosphere for 3 minutes, fully sealing the perforation. The patient remained stable throughout the procedure. The patient was fully ambulatory and discharged (B)(6) 2017. No additional information was provided.